Event description:
It was reported that the patient's lead had moved. Also, patient experienced a burning sensation under his incision line located in the left buttock (patient has 2 device systems) that started yesterday. He had an issue with the patient programmer in that when he used it on one of the devices (not specified) it displayed a "check mark" and "the parameter row with lines". He was re-directed to his healthcare professional. Further information was requested. See manufacturer report #3004209178201005210.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 49 mg/dl and 109 mg/dl. Customer was feeling low blood glucose symptoms and obtained a reading of 49 mg/dl. Customer drank some orange juice and began to feel better. Customer then obtained a reading of 109 mg/dl within 10 minutes of the previous reading. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.